Event description:
Customer stated reservoirs are leaking through black rings and the reservoir is stiff when pushing on plunger and unable to prime. Also states they have wasted 10 reservoirs from lot# wj0404894. Advised to save problem sets and return.